Manufacturer narrative:
Received via medwatch report number mw5093624. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during patient therapy. The pump was programmed for norepinephrine bitartrate at 66ml/hr. The pump stated that 261ml had been infused but the bag was still full. The intravenous line was disconnected from the patient and no drops were coming out even though the pump indicated it was infusing. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.